Event description:
Facility reported bolsters were not inflated. No notes requesting inflation or fall risk. Patient fell out of bed, no injuries reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).